Manufacturer narrative:
(B)(6). (B)(4). Device implanted in 2012; exact implant date unknown. Device is not expected to be returned. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with the matrix spine system from l3 to l5 on unknown date in 2012. Patient healed and developed a solid fusion from l3 to l5 with no issues. The patient developed adjacent level stenosis at l5 to s1 and underwent revision surgery on (B)(6) 2016 to have all matrix hardware removed. The screws at l4 and l5 were replaced with the depuy expedium 5.5 rod polyaxial screws and new screws were also placed at s1. A decompression was performed at l5. Surgeon then connected the rods and successfully completed the procedure with no harm to patient and no delay in surgery. New construct is from l4 to s1. This is report 2 of 5 for (B)(4).